Event description:
It was reported to boston scientific corporation on july 09, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat an esophageal airway fistula during a tracheal stent implantation procedure performed on july 08, 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed. However, endoscopic examination revealed a tear in the shaft. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed as another stent of the same size was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: a deployed ultraflex tracheobronchial covered stent was received for analysis; the shaft was not returned. The stent was returned fully expanded. Visual examination of the returned device did not find any damages to the stent. The reported event of stent partially deployed and shaft damaged/defective were not confirmed. The stent was returned fully deployed and the delivery system was not returned. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as there is no confirmation on what the customer indicated. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat an esophageal airway fistula during a tracheal stent implantation procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed. However, endoscopic examination revealed a tear in the shaft. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed as another stent of the same size was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.